Event description:
It was reported to gore that the gore suture passer tip broke off in the rectus abdominis of the pt during an incisional hernia procedure. The tip could not be retrieved and remains in the abdomen of the pt. The pt is reported to be ok.

Manufacturer narrative:
Method: (other) = device has been returned for examination, eval is in process. Lot number info was not available, therefore, a review of the mfg paperwork could not be performed. The device has been returned; eval is in process.